Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. The manufacturing records for amds4030-de, lot 4898 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Patient is a 60-year-old female who had an amds-40-30 (lot #: 4898) implanted on (B)(6) 2020. Adverse event # 3 reported a miscellaneous event described as ¿anemia, 2 red blood cell on (B)(6) 2020¿ with an onset date of 28mar2020 (5-days post-op) and an end date of (B)(6) 2020. The event was not expected and deemed ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse due to: medical or surgical intervention to prevent permanent impairment of a body structure or function. The patient was not hospitalized as a result of the event; however, medical treatment was provided and the event outcome was documented as resolved. The patient did not exit the study due to this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿hemorrhage/bleeding¿ related to ae #3 is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report received, study patient experienced serious adverse event (sae) 3, described as "anemia," which resulted in the need for medical treatment. This event was deemed by the study to be unlikely related to the device and probably related to the implant procedure. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.